Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-25119 and 1627487-2015-25120. It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. X-rays identified the lead and extension migrated in a spiral position. Additionally, it was noted that the ipg may have migrated in the pocket causing the lead and extension to migrate. In turn, the patient underwent surgical intervention to explant and replace the lead and extension. During the procedure, the ipg was explanted and replaced due to a break in the extension causing the last contact to remain in the ipg header. Effective stimulation was restored post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: not applicable due to non-us application.